Manufacturer narrative:
Results - (evaluation result): visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusion - (unable to confirm complaint): based on the complaint history, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (operational problem) - based on the results of the DHR review, the available information given within this complaint, product evaluation and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens was likely to have contributed to the complaint. The product evaluation performed on the returned product, confirmed the lens was in specification. Attempts were made to request for additional information from the surgery facility, however, based on the limited information received, it is insufficient to determine the cause of the event. No definite root cause for the complaint was determined. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -13.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the lens was too large and elevated intraocular pressure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.